Event description:
It was reported that a patient was going to the ER after having an increase in seizures. The patient's physician told the patient to have his device checked to make sure it was still active. No additional information has been received to date.